Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. A definitive root cause was not identified for non-event, however based on the results of the investigation, it is likely that a damaged cable from the connector socket cause the ""no image"" phenomenon, and for the water immersion corrosion a probable cause could not be determined. The event can be prevented by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii xenon light source, no image by using 190 endoscopes. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: connector socket and front panel damaged; dust accumulates; lamp door fixings screw missing; water invasion occurred; and there was a non-olympus xenon lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.